Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was was confirmed that there was a foreign object attached to/clogged in the nozzle, but the foreign object could not be identified. ER). It was unclear whether the reprocessing was performed according to the instructions for use (IFU). There was no physical damage to the area where the foreign matter remained. The detection method is described in the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that the nozzle had foreign objects due to insufficient cleaning. Additional findings include the following: the insulation resistance value at the distal end did not meet the standard value due to the adhesive peeling on the bending section cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the adhesive around the objective lens had wear, the adhesive around the light guide lens had wear, the plastic distal end cover had a scratch, and the adhesive on the bending section cover had a crack. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that channel 3 on the colonovideoscope was obstructed, a black color particle (that looks like rubber) was found blocking the nozzle. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.